Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit at "connect yourself". The home patient (hp) stated, he connected himself and the hc alarmed right when he connected. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained to the hp that the se 2240 alarm indicates a large amount of air had entered the cassette. The tsr then advised the hp to recycle power and end therapy. The hp confirmed he would start over with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Product surveillance spoke with a family member who stated no further detail was available regarding this report. No adverse event resulted from this incident and no sample was available. An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample. The batch review was performed with no issues noted. Based on the information obtained from baxter's investigation, the cause of the alarm could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).